Manufacturer narrative:
Device eval: one smiths medical cadd-legacy one ambulatory infusion pump was returned for analysis in used condition. Visual inspection of the pump showed the upper rear label was missing but no evidence of screen damage. Review of the event history log showed the pump displayed the following events: "0441> pump turned on; 4/24/2019 4:51:00 pm / 0442> error 1720; 4/24/2019 4:51:00 pm / 0443> power down; 4/24/2019 4:51:00 pm / functional testing involved event log review, powering up the pump as well as opening the pump and showed the device displayed error code 1720. The investigation determined that the backup capacitor was the cause of the reported issue. The backup capacitor was replaced. Based on evidence and investigation, the complaint allegation of error code 1720 was confirmed. Additional information was received indicating the issue was found during routine testing.

Event description:
Information was received indicating that a smiths cadd-legacy 1 pump displayed error code 1720. It was also reported that the device had screen damage. There was no reported serious injury to the patient.